Event description:
It was reported that since (B)(6) 2015, the patient is no longer able to hear. There is no specific history of trauma. The external parts are fully functional. Re-implantation is considered.

Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The patient has been re-implanted.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure will be submitted as a f/u report.